Event description:
Device 1 of 3. Reference MFR report: 1627487-2013-13135 and 13136. The pt had two anchors from the same lot number. It was reported the pt had soreness on the right side of her head where the lead was implanted. F/u info identified the pt's infection was due to a curling iron burn directly on the anchor site. The pt's entire scs system was explanted.

Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product lot. However, the individual affected devices were reworked and/or removed from the lot and all devices within the lot met acceptance criteria. All other devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.